Event description:
It was initially reported that upon delivery of a flexor parallel ureteral access sheath and dilators, foreign matter resembling debris was found attached to the product. The foreign matter was discovered before unpacking the device. Preliminary evaluation of the returned device found a tan particle inside the tray of the sealed package. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 postal code: (B)(6) h3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.